Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a failing expiratory valve. In consequence (correction) the expiration valve (part number: 10089440) was replaced (rga 82416). There was no patient or user harm.

Event description:
Exhalation obstruction alarm.